Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial#: (B)(6), product type: screening device product ID: 977d260, serial#: (B)(6), product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt), via manufacturer representative (rep), regarding a trail external neurostimulator (ens). Rep reports the patient experienced overstimulation when their leads moved during the trial. Rep reports the cause of the overstimulation was the leads slid down to more stenotic area moving electrodes closer to the cord. Rep reports turning stimulation off, reducing amplitude and resetting the patient's settings based on comfort. Rep reports this resolved the issue.